Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when the device was fired, there were incomplete staple line at the proximal part and some staple failed to close. The surgeon the used another reload to resolve the issue in order to complete the case .there was no patient injury.